Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a left at intervention via right cfa access. The nanocross was inflated in the left anterior tibial and ruptured. As the physician was removing the nanocross, the balloon adhered to the wall of the left external iliac which was tortuous and calcified. As the physician continued to remove the balloon it broke in two. The proximal half of the balloon was removed but the distal portion of the balloon remained in the left external iliac. The physician used a snare and successfully retrieved the distal portion of the balloon.

Manufacturer narrative:
This[supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.